Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and found a tube from the turbine differential transducer to s902 disconnected. After reconnecting the tube, the issue was resolved. The fsr reported the leak test and transducer test passed. The fsr performed the operational verification procedure and reported the device meets factory specifications.

Event description:
The customer reported while using the vela ventilator; the device displays several events of motor faults alarms. The customer reported there is no patient involvement associated with the event.